Event description:
It was reported in a remote transmission that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing resulted in non-sustained right ventricular oversensing episodes. The patient was in stable condition.

Event description:
New information received indicates that programming changes were performed. Patient status was not provided.